Manufacturer narrative:
The universal surgical manipulator (usm) unit was returned for failure analysis, and the reported 319 error was confirmed and replicated. In logs, the 319 error was found indicating node 186 is not present at startup, confirming the fault occurred in the field. Upon visual inspection the rolling loop fiber and guide springs are misaligned. The unit was installed onto a golden system where 319 error was triggered, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where check all boards and fiber test was found to be failing on rolling loop fiber. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to a faulty fiber loop cable causing communication failures within the universal surgical manipulator (usm).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted urology partial nephrectomy surgical procedure, the customer reported to technical service engineer (tse) that the system reported error 319 on universal surgical manipulator (usm) arm 2. Tse guided the customer to power cycle the system twice; however, the issue persisted. Tse guided the customer to disable usm 2 to continue the procedure. The procedure was completing as three-arm procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed as a three-arm procedure.